Manufacturer narrative:
The philips remote service engineer (rse) sent the customer a bench repair form. As of 08jul2025, this device has not been received by the philips authorized repair facility for evaluation; therefore, the complaint allegation cannot be confirmed. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is unable to be determined. If additional information is later obtained, the complaint will be reassessed and updated accordingly.

Event description:
It was reported the mx40 telemetry device displays a speaker malfunction inoperative message and does not have sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24 sept 2016; therefore, no UDI is required.